Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. It was noted that the device is not available for evaluation. There have been no other events for the lot referenced. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised due to fretting and metallosis on the trunnion after patient complaint of instability and pain. Rep reported the trunnion was worn at the stem.

Manufacturer narrative:
An event regarding corrosion (revised due to fretting and metallosis on the trunnion after patient complaint of instability and pain. Rep reported the trunnion was worn at the stem) involving a lfit v40 cocr head that was mated with accolade stem. The event was not confirmed. Method & results: -product evaluation and results: not performed as device was not returned. However, an image showed trunnion wear at the taper and neck of the stem. There was black material on the taper area and on the porous part as well as blood and biological material. -medical records received and evaluation: not performed because no medical records or x-rays were made available for evaluation. -product history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
It was reported that patient's right hip was revised due to frettting and metallosis on the trunnion after patient complaint of instability and pain. Rep reported the trunnion was worn at the stem.